Event description:
It was reported that the customer had received multiple occlusion alarms during bolus delivery. The customer had elevated blood glucose levels and was hospitalized for treatment of diabetic ketoacidosis. The customer was treated with intravenous insulin and fluids. Reportedly, the customer was using apidra insulin.

Manufacturer narrative:
Additional info received indicated that the customer was discharged from the hosp two days after being admitted. The customer has reverted to manual insulin injections for diabetes management until the physician has adjusted the settings on the t:slim. The customer's blood glucose levels are good. The t:slim user guide indicates that the cartridge is contraindicated for use with the product other than humalog and novolog. The product has not been received for eval. Should additional info be received a supplemental form will be completed.